Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the full bolus requested. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.